Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had high blood glucose readings due to not being on the insulin pump and not using the long acting insulin because she knew the replacement pump was going to be delivered. Customer was off the pump all of (B)(6) 2016 and part of (B)(6) 2016. Customer's blood glucose was 415 mg/dl at the time of the incident. Customer's current blood glucose is 329 mg/dl. Customer also got a no delivery when she was connected to her replacement pump. Customer tried to treat with the pump and got a no delivery alarm. Customer is reporting a past event. Customer reported that the alarm did not occur during manual prime. Customer reported that the past event was resolved by an infusion set change. Customer broke her belt clip trying to take off the pump. Customer stated that she had 5 infusion sets to return. Customer got a no delivery and one set wasn't working. Customer stated that another set was cloudy in the tubing and she had issues inserting another set.